Event description:
Hemocue (B)(4) rec'd a complaint on hemocue glucose 201 from a us customer. The hemocue glucose 201 sys was reported getting low readings on pt testing. Controls were reported to be out of range. The reported readings were 24, 42 and 30 mg/dl and no comparisons to other methods was made. No pt impact was reported.

Manufacturer narrative:
The low measurement reported by the customer was assessed to potential pose a safety risk if it was to reoccur. Investigation: review of the batch documentation (DHR): nothing remarkable found. Two planned deviations, not related to the problem, were effective during the time of production on lot 1303508. Inspection of single packages: the single-packages were inspected with regards to marks from the knife cutting the desiccant. All of the packages shown this marks. Visual inspection of microcuvettes: some microcuvettes had a different drying pattern. Analysis of microcuvettes with blood: microcuvettes were analyzed with whole blood. Some microcuvettes are measuring too low compared reference cuvettes. Conclusion: the malfunction found is damaged single pack pouches related to the production process. Damaged single pack pouches may cause very low glucose results if pouches are exposed to moisture. Action taken: remedial action: the customer has been replaced with correct products and the affected lot will be withdrawn from the field. (Correction and removal xxxxx). Correction: a design change was implemented in the production process consisting of a mechanical resistance when cutting the desiccant in the single packaging process. Corrective and preventive actions are handled within the hemocue CAPA management process.